Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that visual review confirms one side of fixed angle screw head is broken off and not returned for analysis. The unbroken side of the fas head reveals fas head thread flank and crest damage. On the broken side fracture appears to have initiated near the base of the thread root and propagated cross-sectionally through the implant; the direction of material deformation and fracture is consistent with bend stress overload. The above observations are consistent with suggest bend stress overload during intraoperative assembly.

Event description:
It was reported that a patient underwent an unknown spinal procedure. It was reported that the tulip of the screw broke. The broken screw was partially removed. No further details are known at this time.